Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture additional information in b5 event description and h6 device codes.

Event description:
It was reported that this right atrial (ra) lead exhibited noise. This lead was surgically abandoned and new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance issue. No additional adverse patient effects were reported.